Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.

Event description:
On 6/8/06, nellcor puritan bennett received a report of a labeling issues on a 8dic tracheostomy tube. The caller reported that a 6dic tracheostomy tube was mislabeled as an 8dic and used on a pt. The caller reported that the pt was on a vent and upon insertion of the inner cannula the device alarmed. The caller reported that they removed the inner cannula and the alarming stopped. The caller did not report that replacement of the tube was required.